Event description:
It was reported that following the implant of the patient¿s implantable cardioverter defibrillator (ICD) system a pericardial effusion was noted. As the position of the atrial lead was changed several times during implant due to poor threshold and sensitivity it was suspected that a cardiac perforation occurred during such handling of the atrial lead, resulting in the pericardial effusion. A paracentesis was considered because the fluid volume was increasing over time. However, since there were no puncturable sites, the patient continued to be followed up with a reduced dose of anticoagulant. When an echography was later performed it showed decreased volume of pericardial fluid, and the patient was noted to have recovered. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical trial.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.